Manufacturer narrative:
The insulin pump had normal operating currents. No unexpected off no power or low battery alarm was noted. The insulin pump was also received with a cracked case at a display window corner, cracked reservoir tube lip and minor scratches on the display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed for low battery prior to off no power. Blood glucose reading was 210 mg/dl. The alarm occured less than 24 hours from the low battery alarm. The battery has to be changed daily. Advised to return insulin pump for analysis. Nothing further reported.